Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. No motion sensor test failure alarm noted. Analysis was unable to verify motor position encoder error alarm in alarm history screen due to motor error alarms. No audio/beep anomaly noted during testing.

Event description:
The customer reported via phone call that they received a motor error alarm and was recurring. The customer's blood glucose was 256 mg/dl at the time of incident. The customer was unable to rewind due to motor error alarm. The customer also reported that they received motion sensor test failure alarm and motor position encoder error alarm. The insulin pump was returned for analysis.